Manufacturer narrative:
Retainer ring = black customer complaint:. Event date: (B)(6) 2021. The customer reported that the insulin pump had a blank display after changing the battery. Functional testing to be performed/completed: device was received with a scratched case and a cracked keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. Unable to generate power management graph, perform thus pump history file/traces download and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. During visual inspection, a corroded battery tube was found. The pump was cut open to perform visual inspection and no loose electronic components, however, corrosion was also found on the vibrator assembly. No corrosion or moisture damage on the electronic assembly, force sensor and motor assembly noted. By using a test case, the pump was able to power up and continued testing. Device passed the self-test, sleep current measurement and active current measurement. Device history file/traces download was successful using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. The pump was monitored and no unexpected powering off or blank display noted. No unexpected power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 02:26:00.000 alarmalertnotification, (B)(6) 2021 02:26:40.000 alarmalertcleared, replace battery alert on (B)(6) 2021 11:57:00.000 alarmalertnotification, (B)(6) 2021 11:57:16.000 alarmalertcleared and (B)(6) 2021 12:28:00.000 alarmalertnotification and (B)(6) 2021 12:38:00.000 alarmalertnotification. In conclusion, the pump had a blank display due to corrosion on the battery tube. Failure analysis summary: the insulin pump had a blank display due to a corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that they had changed the battery and pump did not turn back on with any battery. The battery compartment was not damaged. The contacts on battery cap were not damaged. Display did not return after pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.